Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power loss alarm without any other alerts. This was not shown in their carelink. They cleaned the battery compartment and checked the battery cap. The customer was asked to disconnect and reset the insulin pump. The insulin pump went on with a new battery but the power went off twice before completing the reservoir and tubing process. The customer¿s blood glucose level was 10.2 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 3 days and no power loss alarms or unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The battery compartment spring was inspected and no anomalies noted. Unit received with minor scratches on case and minor scratches on lcd window.